Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an axios stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent did not deploy, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that the observed event of inner sheath kinked was most likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), which could have resulted in the damages encountered in the device. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath was kinked. No other problems were noted with the delivery system. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.